Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a drawer failure. A field service engineer replaced the drawer board, the pyxis module controller board (pmc) and the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary had power failure. The customer reported that there was a delay in dispensing the medication as they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.